Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, when the implantable pulse generator (ipg) was connected to the chronic lead, the device exhibited a pacing problem and did not detect the lead. The patient became asystolic and an external device was used. The device was not implanted, and another device was used. No further patient complications have been reported as a result of this event.